Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she changed the reservoir and the infusion set and insulin would spew out of the quick release. Customer's blood glucose was 437 mg/dl at the time of the incident. Customer was preparing to do a correction bolus but she needed to change the infusion set due to a low reservoir. Customer stated that they are unable to exit the preparing to prime loop and they are stuck in the rewind complete/bolus delivery loop. Customer was advised to hold the act button until she received a 2nd series of beeps or numbers appear on the display. Customer stated that no numbers appeared and insulin started spewing out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.